Event description:
The patient reported a possible allergic reaction to metal. The patient had no known metal allergies prior to the procedure. Antibiotics were prescribed to treat an infection and an explant procedure was performed on (B)(6) 2021.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired device, not prepping the skin with an antiseptic solution, not irrigating the incision site, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. However, the questionnaire shows the clinical representative is unsure if antibiotics were prescribed pre-operatively, which may have contributed to the report of an infection. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the possible allergic reaction is unknown. However, the cause of the infection is likely due antibiotics not being prescribed pre-operatively (user error: clinician).